Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: reported as (B)(6) 2014. This report is for an unknown chronos. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgical time was extended by five minutes as a result of this incident.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had a problem with filing the void of the vertebral body with the chronos plug as it became very difficult due to the lack of an insertion instrument. As a result of the insufficient filling of the void; the surgeon experienced this issue during three cases where the intervertebral cage subsided into the superior vertebral body. There were no reports of a surgical delay. This report is 1 of 2 for complaint (B)(4). This report is for an unknown chronos.

Manufacturer narrative:
Additional narrative: product was not returned and no lot number was provided, an investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that in the past three years only one set was sold and the revenue of single parts was only marginal. Additionally, the majority of the revenue is related the use of the trephines and extract attachment in the bone graft harvesting set for orthopedic foot instruments of opco trauma. Because of the mentioned circumstances, it has been decided to phase out the bghs without replacement. The parts used in the bone graft harvesting set of the orthopedic foot instruments and those allocated to other opco¿s will remain available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.